Event description:
Boston scientific received information of premature battery depletion with this pacemaker. A year ago the device was noted to have greater than five years remaining and at that time minute ventilation was programmed on. Six months later the remaining longevity was 3.5 years which appeared to be more than expected. Recently the device noted two years remaining. The right ventricular (rv) lead does have a high threshold and the output were reported to always be high. Impedances have been stable. The patient had been ventricular pacing between 3-6% and atrial pacing between 97-99%. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed device function. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.